Event description:
On 23-apr-2026, a sales representative reported via (B)(4) that the ar-6220 extension pump tubing and the ar-6410 main pump tubing began to spike out of nowhere after being attached during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.